Event description:
The nurse reported to our sales rep that she was observing a surgery procedure. During this she observed that it was not possible to remove the k-wire from the reported device. No delay or adverse consequences reported

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.